Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not fully detach from the catheter to deploy. The technician tried to repeat the deployment steps but still unsuccessful. The physician had to wiggle the distal end of the scope in order to successfully release the clip from the catheter. The procedure was completed with same original resolution clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.